Event description:
It was reported that the faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. Once the sheath was inserted into the body, a large amount of air was aspirated into the syringe during the initial aspiration. Therefore, the sheath was replaced with another same device. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.